Event description:
As was explained to olympus tech support, (B)(6) can not validate a dry time on its own volition. (B)(6) can only verify our sterilization cycle based on what olympus has established as a guideline for reprocessing. We can not arbitrarily assign a dry time to your product. Just as much as we can not establish the exposure temperature, the exposure time, the type of sterilization, sterile storage requirements¿etc. We can verify that we maintained what your lab says will produce a sterile pack but we can not establish any portion of these parameters as our own entity without going through the same 510k process olympus participated in to produce the general reprocessing guideline. I¿m not sure how this was missed but (B)(6) is submitting a medsun report to raise an alert. I do understand that this product has been in use nationwide for an extended period of time but if we arbitrarily assign a dry time and our patients see infection we would be at great risk, not to mention the risk to our patient. Let¿s just say we decide 15 mins of dry time is sufficient ¿ the item may still be wet when we open the sterilizer door and if we follow the provided guideline we allow it to sit in the chamber, it will be a sterilizer dry time establishes the length of time it takes to seal the packaging that was opened via heat/steam and terminally sterilized. If we don¿t allow for proper dry time the packaging remains in a open state, such as a pore on your face. (You use hot water to open and clean, you use cold water to seal and close/shrink). Once the product packaging have been dried the pack is sealed and then the guidelines that olympus does have would be the functional next step ¿ which is to allow these items to cool to room temperature prior to handling because (it¿s still hot, so still vulnerable) the high temp could allow microorganisms to move across the sterile barrier - which is doesn¿t become a barrier until the item reaches room temp/is completely cooled. Olympus will need to amend their 510k and submit established dry times before (B)(6) can reprocess this product safely and with an ability to verify the parameters that will provide a true terminally sterile product to our patients.